Manufacturer narrative:
Result: damaged footboard.

Event description:
It was reported by service report that the power cord ground prong was missing. It was further reported that the footboard was not functioning. No pt involvement or adverse consequences are reported.